Event description:
The biorci-ha interference screw broke during insertion in an acl reconstruction procedure. All visible pieces were removed from the insertion site and a second screw was used to complete the procedure. There was a 45-minute delay in the procedure. There was no patient injury.